Event description:
"Pt, with family history of colon cancer, underwent a colonoscopy. Poor prep documented. Pedunculated polyp seen in sigmoid colon. Snare poylpectomy undertaken. Upon initial activation of the esu, large current flow detected and esu cut too fast, burned tissue, causing a perforation. Abdominal x-ray showed free air. Transferred to the hosp and underwent surgical correction of the perforation. Abdominal x-ray showed free air. Transferred to hosp and underwent surgical correction of the perforation. Staff verified that esu was on endocut mode and that the settings were correct. Refer also to uf report #520009-2005-0001 which occurred the samed day with the same device. Follow up evaluation of the device by affinity biomedical services verified and passed device on test parameters and settings. Device being submitted to ecri for independent evaluation at this time."

Event description:
The facility reported, "pt., with family history of colon cancer, underwent a colonscopy. Poor prep documented. Pedunculated polyp seen in sigmoid colon. Snare poylpectomy undertaken. Upon initial activation of the esu, large curent flow deteched and esu cut too fast, burned tissue, causing a perforation. Abdominal x-ray showed free air. Transferred to hospital and underwent surgical correction of the perforation. Staff verified that esu was no endocut mode and that the settings were correct. Uf report # 520009-2005-0001. Follow up evaluation of the device by affinity biomedical services verfied and passed device on test parameters and settings. Device being submitted to ecri for independent evaluation at this time."